Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing was carried out which showed a short circuit between electrode channels 2/5 and between 3/6. All affected channels have been switched off. Re-implantation is scheduled to take place in week 13.